Event description:
It was reported that when the patient moved her body a certain way the stimulation went off. It was noted that the patient was receiving good relief from the stimulation and it was not painful at all.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).